Event description:
Reported by the complainant: pt expired on (B)(6) 2010 with the engenex in place to a right proximal ankle wound. Pt was checked on (B)(6) 2010, at 2200, no problems or signs of distress noted. Canister was in carrying so, it was not assessed nor was the dressing assessed. Pt checked on again at 0005 on (B)(6)2010, at which time pt was found with canister full of what appeared to be blood; blood noted on sheets and clots noted in tubing. She and the staff are unsure if the pump was alarming when pt was assessed on (B)(6) 2010. Dressing was still in place upon pt expiring and had to be removed. She and the staff are unsure if pt hit his foot or dressing prior to discovering the blood. Pt is a (B)(6) male. Pt had a right below knee popliteal bypass in (B)(6) 2010. On (B)(6) 2010, he went to surgery for an integra skin graft placement to a dehisced surgical incision from the popliteal bypass to his right proximal ankle area. Easy release bio-dome applied to the wound with each dressing change. Dressing changed on (B)(6). Adaptic applied prior to applying the easy release bio-dome to the wound on (B)(6). Adaptic was not used on the dressing changes performed on (B)(6). (B)(6) reports easy release bio-dome was not adhering to the wound when they discontinued the use of the adaptic. Pump set on 55mm, and remained on 55mm since the engenex was placed on (B)(6) 2010. Engenex pump placed in carrying case on (B)(6) 2010, and (B)(6) estimates 30cc of drainage noted in canister at that time. Prior to (B)(6) 2010, pump had been left out of the carrying case. Canister was not changed between (B)(6) 2010 and (B)(6) 2010. Canister that was originally placed on (B)(6) 2010 was still in place on (B)(6) 2010. Canister was full when removed on (B)(6) 2010. Pt was admitted to rehab with a diagnosis of debility.

Manufacturer narrative:
Reported to the FDA on november 18, 2010.